Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that some of the intraocular lenses may have tiny scratches. "The lenses seem to come out not as clean going through inserter and some may have a tiny scratch to lens but nothing that we were taking out." Additional information requested; however, further information has not been received.